Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p60-74, which has a similar product distributed in the us, list number 07p60-21/-31.

Event description:
The customer observed false negative alinity I syphilis tp results generated for a patient sample. The following data was provided (customer¿s reference range <1 s/co): sample 1 initial result = 0.5 s/co, repeat result = 0.5 s/co elisa result = positive, tppa result = positive . There was no impact to patient management reported.

Manufacturer narrative:
Additional information section b5 - describe event or problem, and h4 - device mfg date. An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 07p60-74, which has a similar product distributed in the us, list number 07p60-21/-31.

Event description:
29sep2024 additional information provided. The sample previously provided was a 62-year-old male. Additional data for that patient provided as follows: roche platform result =1.01 (positive) (reference range 0-1 coi). Sysmex platform result = 1.275 (positive) (reference range 0-1 s/co). Repeat on abbott platform and result = 0.5 s/co. Trust result = negative. The customer observed a false negative alinity I syphilis tp result generated for a 79-year-old male patient sample. The following data was provided: initial result = 0.75 s/co. Elisa result = positive, tppa result = positive, colloidal gold result = positive, trust result = negative. Sample was repeated on another abbott alinity instrument for troubleshooting purposes and not for patient management. The result = 0.81s/co (negative). Mindray platform result = 1.56 s/co (positive) (reference range <1 s/co). Xiamen industrial scientific¿s colloidal gold method result = positive. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, in house testing, and return sample analysis was completed. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity. Ticket trending review did not identify any trends for the issue for the product. Device history review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot and the complaint issue. The returned specimen samples were tested using lot 62009be01, as the complaint lot was not available, and the following results were obtained: alinity I syphilis tp: sample 1: 0.51 s/co (non-reactive), sample 2: 0.81 s/co (non-reactive) mikrogen recomline treponema igm: sample 1: negative (no reaction), sample 2: negative (no reaction) mikrogen recomline treponema igg: sample 1: negative (tp257 (gpd), tp15 and tp47: very low intensity), sample 2: borderline (tp453: low intensity, tp257 and tp17: very low intensity) during testing a non-reactive result was generated for the return sample 2 with lot 62009be01, which is discrepant to the borderline recomline treponema igg result, therefore it could be shown that the issue is not lot specific. This lot was investigated as well. In-house testing of retained reagent kits of the complaint lots was performed. All specifications were met, and no false non-reactive results were obtained, indicating that the lots generate the expected results. (Note: lots 60195be00/60195be0 contain the same bulk material and are identical except the labeling of the outer package.) Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lots 60195be01 and 62009be01 was identified.

Event description:
The customer observed false negative alinity I syphilis tp results generated for a patient sample. The following data was provided (customer¿s reference range <1 s/co): sample 1 initial result = 0.5 s/co, repeat result = 0.5 s/co elisa result = positive, tppa result = positive. There was no impact to patient management reported. 29sep2024 additional information provided. The sample previously provided was a 62-year-old male. Additional data for that patient provided as follows: roche platform result =1.01 (positive) (reference range 0-1 coi) sysmex platform result = 1.275 (positive) (reference range 0-1 s/co) repeat on abbott platform and result = 0.5 s/co trust result = negative. The customer observed a false negative alinity I syphilis tp result generated for a 79-year-old male patient sample. The following data was provided: initial result = 0.75 s/co. Elisa result = positive, tppa result = positive, colloidal gold result = positive, trust result = negative. Sample was repeated on another abbott alinity instrument for troubleshooting purposes and not for patient management. The result = 0.81s/co (negative). Mindray platform result = 1.56 s/co (positive) (reference range <1 s/co) . Xiamen industrial scientific¿s colloidal gold method result = positive. There was no impact to patient management reported.